Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity."

Event description:
Patient underwent a knee revision due to loosening. During the procedure, the tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
Patient underwent a knee revision due to patient's sensation of loosening. During the procedure, the polyethylene tibial bearing was found to be unstable. The tibial bearing and locking bar were removed and replaced. The locking bar was inadvertently bent during extraction.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
This follow up report is being filed to relay corrected information, as product identification is unknown.

Event description:
Patient underwent a knee revision due to loosening. During the procedure, all components were found well fixed. The polyethylene tibial bearing was removed and replaced.